Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 12 / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.